Event description:
It was reported that during a laparoscopic esophagectomy procedure, the jaws could not be opened after several firings. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: how was the device removed from the tissue? ---harmonic device was used and removed the device. The jaw was being closed. Which firing of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---blood vessel was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? --- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.